Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that blood leakage from the vent filter was found. The event occurred during use for patient. There was no adverse events reported as a result of the event.